Event description:
The manufacturer was contacted regarding a simplygo mini device with an allegation of steel o2. There was no allegation of patient harm or injury. The simplygo mini device was returned to a third-party service center for investigation. During the evaluation of the device at the third-party service center, a visual inspection revealed that the main pca was burnt. Additionally, it was observed that the sieves were clogged, both the air side and o2 side were defective, and the compressor was contaminated. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab for additional testing and investigation. A final report will be provided once the investigation is concluded.